Manufacturer narrative:
Device 1 of 5. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿the dressing has black spot on it¿. The product was not used on or by a patient. Photographs depicting the reported complaint issue were provided by the complainant.